Event description:
The consumer reported that her commode seat had a six inch crack in it and she was pinched when she sat on the seat. The consumer stated she was not injured and no medical intervention was sought as a result of the event. The consumer had to discontinue using the commode until it could be replaced.